Event description:
Patient was revised to address femoral and tibial loosening (right side). Poly wear and osteolysis were also reported. It was noted that the patient fell.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusion about the reported device loosening or polyethylene wear; however, polyethylene wear after 14-years implantation should not be unexpected. The reported patient trauma (fall) and length of time the device were implanted are possible contributing factors to the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.